Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay pt's niece contacted lifescan (lfs) alleging that the pt's one touch basic enhanced meter does not turn on. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter said the pt had not been able to obtain a reading on the reported meter since sometime in late 2007. The pt continued to take avandamet 2 mg and glyburide 5 mg twice a day. On the morning of original date, the pt passed out before eating or taking his diabetes medication. His son took him to the ER where a blood glucose result of 60 to 70 mg/dl was obtained. The pt was treated with IV glucose, milk, and a sandwich. He was released to home with no change in his medication regimen. He was advised to test his blood glucose daily. The cca noted that the lfs meter did not turn on. The battery had been replaced per the owner's manual and was correctly installed. The battery contacts were in good condition. The pt's products were replaced. The complaint is reported because the reporter alleges the lfs meter did not turn on prior to the pt passing out and being treated for hypoglycemia in the ER with IV glucose.